Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-42128-2024 zimvie received one (1) bnes415, (3i t3 with dcd ex hex parallel walled implant 4 x 15mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. The implants internal threads were stripped. DHR review was completed for the subject lot number 2021091270. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021091270 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was stripped. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the implant has damaged internal channels as they do not allow for the placement of the mount. The affected dental position is #45. The procedure was concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).